Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(6). (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 20mm in length, de novo target lesion was located in the mildly tortuous, moderately calcified and 2.25mm in diameter left circumflex artery (lcx). A non bsc guide catheter was placed. After a non bsc guide wire crossed the lesion, a 2.25x28mm promus element stent was advanced but was unable to cross the lesion. Another non bsc guide wire was then used but the device still failed to cross the lesion. The guide catheter was changed and the lesion was predilated several times using a 2mm maverick balloon catheter with a residual stenosis of 40%. An attempt was then made to re-advance the 2.25x28mm promus element stent however, the stent was damaged. The device was removed. The procedure was completed by implantation of a promus and two other non bsc stents. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts distorted and bunched together. The crimped stent moved distally on the balloon over the bumper tip. The bumper tip of the device could not be seen as it was covered by the stent. The proximal balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The distal balloon cone was covered by the stent and could not be seen. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 383mm from the strain relief. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 20mm in length, de novo target lesion was located in the mildly tortuous, moderately calcified and 2.25mm in diameter left circumflex artery (lcx). A non bsc guide catheter was placed. After a non bsc guide wire crossed the lesion, a 2.25x28mm promus element stent was advanced but was unable to cross the lesion. Another non bsc guide wire was then used but the device still failed to cross the lesion. The guide catheter was changed and the lesion was predilated several times using a 2mm maverick balloon catheter with a residual stenosis of 40%. An attempt was then made to re-advance the 2.25x28mm promus element stent however, the stent was damaged. The device was removed. The procedure was completed by implantation of a promus and two other non bsc stents. No patient complications were reported and the patient's status was stable.